Event description:
A customer reported diluted blood leaking intermittently from the needle of the coulter lh 500 hematology analyzer. The lab operators were wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the needle noticeably bent. The fse replaced the needle assembly and cleaned the dead plate assembly to remove any dried blood. Repairs were verified as per established procedures. Results met published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).